Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). They stated that at the 2 week follow-up for suture removal they found serosanguineous discharge from the left edge of the incision. A staple was put over the main part of the discharge and the patient was started on dicloxacillin. On (B)(6) 2019 they continued drainage from the incision. The patient came in on (B)(6) 2019 for an office visit to check the wound. The incision looked great, the staple was removed and the stimulator was turned on. It was reported that the event was related to the implant procedure. The event was resolved without sequelae. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative, regarding a patient's implantable neurostimulator (ins). Possible hematoma at battery site post-implant was reported. There were not any environmental/external/patient factors that may have led or contributed to the issue. No diagnostics and actions/interventions were taken. The issue was not resolved. Hcp had no further information. Patient's weight was asked but unknown. No further complications were reported/anticipated. Additional information was received from the consumer. It was reported cause was not determined, there was no change in activity. It was reported the hematoma was sutured out and stapled. It was reported the hematoma fluid was expelled and patient was put on antibiotics 2000mg daily for 7 days.